Event description:
An international distributor reported that their customer's AED would not power on. It did power on when tested with a spare battery pack and reported a service code. They confirmed that this issue did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.